Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. On (B)(6) 2020 the healthcare provider requested compatibility guidelines for an MRI. The healthcare provider stated that MRI was not related to the patient¿s device or therapy and the patient did not have any symptoms reported related to the device or therapy. Per the healthcare provider the patient was not using the pump and reported that ¿it¿s broken¿. The healthcare provider had no further information or details regarding the event. No patient symptoms and no further complications were reported regarding the event.